Event description:
The customer received a questionable vitamin d result for one patient sample. The initial result was < 3.0 ng/ml and was reported outside the laboratory. The physician questioned this result as the result for the patient in another laboratory using roche method was 28.1 ng/ml. On (B)(6) 2015 the original sample was repeated and the result was 49.79 ng/ml. The initial result was believed to be too low. The patient was not adversely affected. The reagent lot number was 177594. The expiration date was requested, but was not provided. The field service representative found qc had only been tested on the standby reagent pack on the day of the event. He also found gel on the wall of sample tube which may be connected to the issue. A specific root cause could not be determined and a reagent issue could not be excluded as no qc had been performed on the active reagent pack.

Manufacturer narrative:
This event occurred in (B)(6).